Event description:
The patient reported the device stopped working. The hcp reported the device was depleted. The patient wanted the device explanted; not replaced. The patient further explained the desire for explant. The patient stated the device did not help for three years. The patient was on high power medications. The patient had "blanked out with fractures to the head and knees with blood" and had to remain close to home.